Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was kept by the facility. No device malfunction was suspected.